Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil had migrated from her fallopian tube, migration of essure device location of device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included borderline personality disorder. Concomitant products included lithium and lorazepam. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), borderline personality disorder ("psychological or psychiatric problems-borderline personality disorder") and mania ("manic episode/psychological or psychiatric problems-manic bipolar") and was found to have hormone level abnormal ("severe hormonal imbalance"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, borderline personality disorder, hormone level abnormal and mania outcome was unknown. The reporter considered borderline personality disorder, device dislocation, hormone level abnormal and mania to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil had migrated from her fallopian tube, migration of essure device location of device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included borderline personality disorder. Concomitant products included lithium and lorazepam. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), borderline personality disorder ("psychological or psychiatric problems-borderline personality disorder") and mania ("manic episode/ psychological or psychiatric problems-manic bipolar") and was found to have hormone level abnormal ("severe hormonal imbalance"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, borderline personality disorder, hormone level abnormal and mania outcome was unknown. The reporter considered borderline personality disorder, device dislocation, hormone level abnormal and mania to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 03-feb-2020: pfs received: new events: borderline personality disorder was added. Height, medical history, new reporter, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.